Event description:
Hosp ambulance personnel attended to a person diagnosed in ventricular fibrillation. An attempt was made to administer a shock to the pt using the device. The device allegedly failed to discharge. A backup defibrillator was made available and used to convert the pt's arrythmia. The pt's outcome was not reported.

Event description:
Hospital ambulance personnel attended to a person diagnosed in ventricular fibrillation. An attempt was made to administer a shock to the pt using the device. The device allegedly failed to discharge. A backup defibrillator was made available and used to convert the pt's arrythmia. The pt was not resuscitated. The customer indicated the pt's death was not related to the reported malfunction.